Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (100-590 mg/dl) with moderate levels of ketones. Boluses and insulin injections were used to address the high bg level. Water was consumed to flush out the ketones. A pump system check was performed using the current supplies on the pump and no device issues were identified. No issues were observed with the cannulas. Reportedly, the customer used humalog in the cartridge for 4 days. Tandem customer technical support (cts) informed the contact that humalog was labeled for 48 hours use with the pump. Cts reviewed the pump data and no device deficiency was identified. The contact was dissatisfied with the customer using the pump; however, will have the customer continue to use the pump to manage diabetes. Cts advised the contact to discuss the event with a healthcare provider.